Event description:
Post spinal hardware removal, performed in 2006, the introducer sheath broke inside the patient while being removed. The sheath broke four inches from the tip thus leaving an approximate four inches inside the patient. The remnant segment was discovered during another surgical procedure, in 2007.

Manufacturer narrative:
Evaluation summary: we have not received the actual device involved in this incident. Without the actual product, a complete analysis cannot be conducted. However, we performed visual and dimensional inspections on three retained devices having the same lot (6b2691) involved in this incident. Visual inspection did not reveal any defect on the sheaths. The internal and external diameters of the sheaths were measured and found to be within the limits. Currently, I-flow corporation is conducting an investigation on the sheath material to identify the root cause of sheath breakages. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.